Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for complex regional pain syndrome type ii. The patient reported that they were diagnosed with vertigo in 2011 and went to the emergency room where an egk was done. The patient stated that they woke up the next morning and their implantable neurostimulator (ins) was dead. They added that they realized the ins was not on because they had burning in their legs. The patient noted that they had always had their ins charged, so they know the ins did not die from not charging it. They noted that the ins had to be replaced in 2011 due to the issue. The patient mentioned that they do not what to have their battery replacement if another EKG is performed. They added that they hurt from scar tissue forming. EKG compatibility guidelines were sent to the patient. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they think they weighed (B)(6) at the time of the event. No further complications were reported/anticipated.